Manufacturer narrative:
The lot number was provided. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Visual examination of the returned device found the inflation lumen to be bulged 0.1cm proximal to the balloon marker band. The balloon had a linear tear. The complaint is confirmed, as the linear tear in the balloon confirms the reported balloon rupture. Furthermore, the investigation found the inflation lumen to be bulged 0.1cm proximal to the balloon marker band. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.

Event description:
It was reported that treatment was performed for a dural avf with 25% phil liquid embolic. During the injection of phil from a middle meningeal artery (mma) feeder while the scepter balloon was inflated, the balloon ruptured when additional contrast media was injected into the balloon lumen with a 0.25ml syringe. The procedure was successfully completed without further incident. There was no reported patient injury or intervention.